Manufacturer narrative:
Manufacturer evaluation of the instrument logs for peloris rapid tissue processor serial number (B)(4) showed that the failed processing run reported by the complainant was the "dhm 4 hr cell block protocol" comprising 53 cassettes, which started in retort a at 21:26pm on (B)(6) 2020 and failed at 22:27pm on (B)(6) 2020 during step 3 (second dehydration step) of the protocol. The protocol failed due to a drain timeout error with both event code "230" and the following associated information: "drain timeout, contact service, retort a, bottle 3" displayed to the user. Both the local and remote alarms were activated when the protocol failed at 22:27pm on (B)(6) 2020. A user drained the retort at 22:28pm on (B)(6) 2020; and unlocked the retort lid to retrieve the samples at 22:32pm on (B)(6) 2020. Investigation of this complaint found that the instrument functioned as designed when the "dhm 4 hr cell block protocol", which started in retort a at 21:26pm on (B)(6) 2020, failed at 22:27pm on (B)(6) 2020 with both event code "230". The root cause for failure of the "dhm 4 hr cell block protocol" started in retort a at 21:26pm on (B)(6) 2020 was a drain timeout error associated with reagent bottle 3 (ethanol), which resulted in both event code "230" and the following associated information: "drain timeout, contact service, retort a, bottle 3" displayed to the user. The root cause of the drain timeout error could not be determined from the information available. Contributing factors may have been wax residue under the wax bath lid seal. On (B)(6) 2020, the leica field service engineer (fse) found that: "no tissues were damaged as a result of this error and while performing the service." Tissue samples from the "dhm 4 hr cell block protocol" started in retort a of peloris rapid tissue processor serial number (B)(4) at 21:26pm on (B)(6) 2020, were moved by a user to peloris rapid tissue processor serial number (B)(4) to continue processing. Manufacturer evaluation of the instrument logs for peloris rapid tissue processor serial number (B)(4) showed that at 22:42pm on (B)(6) 2020, a user edited the "dhm 4 hr cell block protocol" to start at step 3 (second dehydration step) of the protocol. The edited "dhm 4 hr cell block protocol", which comprised 53 cassettes, was started in retort a at 22:42pm on (B)(6) 2020 and completed at 01:57am on 01:57am on (B)(6) 2020. Investigation of this complaint found that the instrument functioned as designed during execution of the edited "dhm 4 hr cell block protocol" started in retort a at 22:42pm on (B)(6) 2020, from which sub-optimal tissue processing was reported by the complainant. The root cause of the sub-optimal tissue processing reported by the complainant from peloris rapid tissue processor serial number (B)(4) could not be unequivocally determined from the information available. The regimen used by complainant to continue processing of the 53 cassettes from the failed "dhm 4 hr cell block protocol" started in retort a of peloris rapid tissue processor serial number (B)(4) at 21:26pm on (B)(6) 2020, using peloris rapid tissue processor serial number (B)(4) was considered to be appropriate.

Event description:
The leica product application specialist - anz (fss) received a complaint that a processing run using peloris rapid tissue processor serial number (B)(4) had failed prior to completion. (Complaint number: (B)(4)). A user moved the cassettes involved in the failed processing run to peloris rapid tissue processor serial number (B)(4) to complete processing, with the user editing the protocol used to continue processing to begin at the first dehydration step. The fss also documented receiving information that two (2) cases involved in this event were not diagnosable and the specimen jar was to be spun down and a cell block made. On (B)(6) 2020, a leica field service engineer (fse) visited the customer site to assess of the operation and function of both peloris rapid tissue processor serial number: (B)(4). The fse performed system verification tests, for which all results were satisfactory; and both instruments were found to be operating within specification. On 26 march 2020, the leica product application specialist - anz (fss) received the following information from the douglass hanly moir pathology quality co-ordinator: "I had 4 cases that pathologist were really struggling with. I have the details of the ¾ and I am still waiting to hear back from one pathologist as this case was passed on for help and not here today "as it stands x2 non diagnostic breast core, both female, ages (B)(6), re biopsy recommended by our pathologist but will determined by clinician and other breast specialist, have not seen any follow specimens as yet,. Next case that luckily ihc stains made it possible to made a diagnosis from but still very hard, lymph node core, male, (B)(6) years will get back to you about the last case and what the outcome was". On (B)(6) 2020, the fss received the following information from the douglass hanly moir pathology quality co-ordinator: "I have the last patient details: core biopsy from scalp, male, (B)(6) year old, in report "recommended repeat'". Refer to MFR. Report #8020030-2020-00014 and #8020030-2020-00016 for specific details of the other patients involved.